Manufacturer narrative:
Device evaluation: visual inspection showed evidence of a fiber leak with blood residue in the o2 outlet port. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the o2 outlet port. The reason for the return was confirmed. Correction d4.2 (expiration date) h4 (device mfg date): these dates have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the device was primed with plasmalyte. There was 25% albumin used during blood prime and rbc¿s (red blood cell) were given to the circuit. At that moment, they noticed the device leaking blood from the exhaust port. The device was then flushed out with water. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak from the exhaust port of the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, was identified prior to use on the patient. The leak originated from a component rather than a tubing connection. The device was primed with whole blood, and the leak was noticed before the procedure began. The same leak did not appear in multiple packs. Plasma breakthrough did not occur. The device was switched out before use. There was no patient blood loss and no unplanned blood transfusion was required. No patient complications have been reported as a result of this event.